Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor readings were off. The sensor read 40 mg/dl when her blood glucose level was not that low. Her current blood glucose level was 264 mg/dl but her blood glucose level at the time of the incident was 49 mg/dl. She kept receiving calibration error alarms. The customer stated that she was hospitalized in (B)(6) for a high blood glucose level. The product was not returned. Nothing further to report.